Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. There were no alarms related to the complaint noted in the alarm history. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl. There was no further details provided as to possible causes of the patient¿s bg excursion. Troubleshooting could not be completed at the time of the call and the reporter could not be reached for additional information. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an unknown cause while using insulin pump therapy.